Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a display anomaly. The customer's blood glucose was over 110 mg/dl at the time of the incident. Customer was getting a flashing screen and the insulin pump had a beeping red light. The device was also cracked and damaged. The insulin pump will be returned for analysis.